Event description:
Customer reported system locked up during a clavicle ortho procedure. Tech removed system and completed case with a fluoroscan mini c-arm.

Manufacturer narrative:
Gehc service personnel could not duplicate. Verified lugs on t1 transformer tight. Verified 5.08v to ffb pc3. Verified 5.05v to ip pcb. Erased and reloaded flash memory. Verified system function. System operates as intended.